Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery; however, customer reported using the same cartridge when changing supplies. Tandem technical support informed customer that cartridges should not be reused per the user guide. Customer's blood glucose was 174 mg/dl at time of event.